Event description:
It was reported in a service report that the right footend siderail was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: right footend siderail was replaced.